Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain, uterine fibroids and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), heavy menstrual bleeding ("bleeding - menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, back pain, heavy menstrual bleeding, headache, psychological trauma, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and psychological trauma to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Product insertion date updated from (B)(6) 2012 to (B)(6) 2011. Right: 3 coils, left: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s):(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, pelvic pain, uterine fibroids and adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), back pain ("back pain"), heavy menstrual bleeding ("bleeding - menorrhagia (heavy menstrual bleeding)"), headache ("headaches"), psychological trauma ("psych injury"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, back pain, heavy menstrual bleeding, headache, psychological trauma, fatigue, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and psychological trauma to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012. Product insertion date updated from (B)(6) 2012 to (B)(6) 2011. Right: 3 coils, left: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s):(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information, patient middle name, medical history, product removal details, rcc added. Product insertion date updated. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.